Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead got dislodged. Attempts to obtain additional pertinent information were unsuccessful. This ra lead was revised and still remains in service. No additional adverse patient effects were reported.